Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip remained attached to the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, upon releasing, the handle pulled back and the clip would not detach from the catheter. The physician attempted to jiggle, open, and close the handle but was unsuccessful. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.